Event description:
The consumer reported that her previous system was removed due to having chemotherapy treatments that killed the machine (event occurred in 2012). It was removed in 2013; a new system was implanted on (B)(6) 2016. There were no symptoms reported. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event.

Event description:
Additional information was received from a patient. It was reported the device was working as intended and had stopped working during the course of the chemotherapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.